Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, the reported event was not reproduced, and a definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit pressure didn't rise. The issue occurred during a non-specified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.